Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during placement the wire got stuck in the patient and broke off. It was stated the nurse was unable to pull the wire out, initially the needle was also stuck but the nurse was eventually able to remove the needle. The wire was eventually retrieved by a vascular surgeon and no part of the wire was left in the patient. It was reported that only a very small part of the wire was in the patient when it became stuck. A little laceration was made to retrieve the wire.